Event description:
Healthcare professional reported via nbir right side "capsular contracture(right); baker grade:4. Device explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details cannot be requested as there is no contact information. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.